Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using a freestyle libre 3 plus continuous glucose monitor (cgm) sensor with an ilet experienced a pairing failure, which was resolved after restarting the ilet and rescanning the sensor, allowing the warmup to resume with minutes remaining. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure associated with electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.